Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: date of report/date rec'd by MFR: reported as june 27, 2019 on fu/1, however, the correct date of event is (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 314.463, lot ft00026: manufacturing site: synthes monument. Release to warehouse date: september 08, 2016. Supplier: (B)(4) . No ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Initially reported as june 28, 2019 but should have been june 27, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received. A review of the device history record. Investigation summary complaint summary: it was reported that on (B)(6) 2019, the patient underwent hardware removal of an unknown 3.0mm cannulated screw due to the patient experienced irritation. During the surgery, the cannulated screwdriver blade broke off. Thus, the surgeon was forced to use an unknown non-cannulated driver from the modular hand. Fragments were generated and were easily removed. The procedure was successfully completed with 15 minutes of surgical delay. There was no patient consequence. Concomitant devices reported: unknown cannulated screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the cannulated cruciform screwdriver (part # 314.463, lot # ft00026, mfg # 08-sep-2016) was returned and received at us cq with one male arm of the screwdriver blade is completely broken off. The broken portion of the device was not returned to us cq. Rest of the device shows some scratches and nicked caused due to regular use which has no impact on the functionality of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Cannulated cruciform screwdriver pl-dco: 314_463, rev. H. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage and design of the device. The device received is broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed as cannulated cruciform screwdriver (p/n 314.463, l/n ft00026) is returned and received broken. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of an unknown 3.0mm cannulated screw due to the patient experienced irritation. During the surgery, the cannulated screwdriver blade broke off. Thus, the surgeon was forced to use an unknown non-cannulated driver from the modular hand. Fragments were generated and were easily removed. The procedure was successfully completed with 15 minutes of surgical delay. There was no patient consequence. Concomitant devices reported: unknown cannulated screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).